Manufacturer narrative:
(B)(4). The device was evaluated and repaired by the service engineer. The display problem was confirmed and the display card was replaced. The device was function checked and was found to be in compliance in accordance with the manufacturer's data. The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the display was missing segments. There is no report of patient involvement or harm.